Event description:
I used renu with moistureloc from mid march to the beginning of may 2006. On may 2, I started having extreme pain in my left eye, on may 3, my right eye. I first saw an optometrist. I then saw an ophthalmologist who started aggressive treatment immediately with drops (2).